Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the stimulation was too strong when they woke up the morning of the call((B)(6) 2018). They stated that they buttock and the end of their penis was throbbing . During troubleshooting, the patient experienced a poor communication with and without antenna attached and they were unable to adjust stimulation. Antenna was secured and synced and patient placed the patient programmer directly over the ins but the poor communication was not resolve. It was noted that the patient was recently implanted and that the bandages and or swelling may be affecting communication. Patient was redirected to their health care professional to decrease stimulation. No further complications were noted or anticipated.